Event description:
It was reported that the patient's device had high impedance, which caused the device to be unable to deliver the programmed output current. X-rays were performed, and the facility's assessment of the images was provided to the manufacturer. No lead discontinuities were identified. No further relevant information has been received to date.

Event description:
The patient had full revision surgery due to the high impedance. The surgeon re-inserted the lead into the generator, but the impedance was still high. The lead was discarded at the surgery, and the generator has not been received to date. No further relevant information has been received to date.